Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in both eyes three days post lasik. An oral steroid was prescribed and topical steroid drop dosage was increased. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.